Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure a femoral artery rupture occurred. Per the report, the patient's blood pressure dropped as the retroflex 3 22fr sheath was being pulled back to be removed from the right common femoral artery (rcfa). An occlusion balloon was placed up the left common femoral artery (lcfa) and a viabahn stent was placed via the edwards sheath. Thereafter, the patient had good flow down leg and is doing well. The initial insertion of the sheath was without incident and the sapien valve was implanted perfectly. The access vessel diameter was 7.4 mm. The vessel calcification and tortuosity were described as mild. Per additional information received from the edwards clinical, the minimum luminal diameter of the vessel at the dissection/perforation location was 7.4 mm. The degree of calcification and tortuosity at this section of the vessel was described as mild. There was nothing abnormal noticed while inspecting the device prior to use. No difficulty was encountered during insertion or removal of dilators. The edwards sheath did not malfunction.

Manufacturer narrative:
The device lot number is not available, thus a device history record (DHR) review for the sheath cannot be performed. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22 fr) sheath is 7 mm. In this case the exact cause for the dissection cannot be determined. Per report, the access vessel diameter was (7.4 mm) and the vessel was mildly calcified and tortuous. It is possible that patient factors (smaller vessel diameter, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.